Event description:
Procedure type: low anterior resection. According to the reporter: the instrument did not form the staples properly. The surgeon elected to perform a colostomy using suture as precaution. The surgery was extended two hours and additional bowel was resected to complete the procedure.